Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise that was being oversensed from a tens unit. At this time, the system remains in service. No additional adverse patient effects were reported.